Event description:
It was reported that during a lap hysterectomy procedure, the teflon pad came loose. Another device was used to complete the case with no pt consequence. No add'l info is available.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.